Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-00706. Correction: b, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that they had replaced the arctic sun device circulation and mixing pump but still was having issues with flow and pressure and it was failing calibration. Biomed had been troubleshooting device but continuously gets calibration error code 02(pre-warm inlet pressure error), sn #(B)(6). Per follow up information received via task on 28mar2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 07apr2025, there was calibration error code 02(pre-warm inlet pressure error) for cooling.

Event description:
It was reported that they called to state that they had replaced the arctic sun device circulation and mixing pump but still was having issues with flow and pressure and it was failing calibration. Biomed had been troubleshooting device but continuously gets calibration error code 02 (pre-warm inlet pressure error), sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.